Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 444 mg/dl. The customer does not feel okay to troubleshooting. Customer reported they have delivered a bolus for high blood glucose. The device will not be returned for analysis.